Event description:
It was reported that the patient had experienced a loss of therapeutic effect since a fall they had sustained about a week prior to the report. Since the accident the patient had been ¿constantly¿ wetting the bed. The patient ¿wound up¿ in the hospital where they were at the time of the report, and it was confirmed they had been admitted. The patient was in bed unable ¿to do something¿ for themselves. Troubleshooting was performed with the patient programmer and it was found that the patient had reached the highest limit at 8.5 volts. It was stated ¿not working so well since had a big trauma on the head.¿ it remains unclear whether this statement is in reference to the therapy, the device, or something else. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va024gq, implanted: (B)(6) 2012, product type lead. (B)(4).